Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the intralipids are dispensed from the pharmacy in a 60ml syringe and infuses via a syringe pump tubing attached to a 1.2 micron low protein binding filter. It was noted that a leak occurred at the connection of the syringe pump tubing to the micron filter, causing the patient's blood to back up into the filter. The line was checked and the connection was tightened, however, the leak continued. There was no report of patient harm.